Event description:
Patient was s/p, status post, bilaterial knee replacements. Using epidural pca, patient controlled analgesia, for pain relief. Placed on continuous pulse ox, oximeter, for assessment of respiratory status. Patient was found unresponsive and pulseless. Code blue called. Patient pronounced 36min later. Staff reports that the pulse ox never alarmed to alert them of decrease in patient pulse ox.